Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a fiasp prefilled cartridge leaked during a supply change, after which the user paused ilet use for several hours and later resumed therapy with a new cartridge without issues. Symptoms included elevated blood glucose with a reported high of 181 mg/dl and no acute clinical effects. Outcomes included no need for medical intervention, no backup therapy, no ketone testing, and successful continuation of insulin delivery with a replacement cartridge. Investigation included product history review, user interview, and assessment of use and handling. Investigation of this case revealed a leak of the prefilled cartridge before use, with no evidence of device malfunction in the pump system once a new cartridge was installed. It was concluded that the event was related to a leaking prefilled cartridge, resulted in transient hyperglycemia, and resolved with cartridge replacement.